Manufacturer narrative:
Updated information: d6b explant date added.

Manufacturer narrative:
Additional information has been provided in b1, b2, b5, h1 and h6. Upon further evaluation, the report type previously selected was determined to be incorrect. Applicable fields have been updated to accurately reflect the appropriate reportable event category.

Event description:
Additional information noted that the patient expired on support. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition as they presented in scai shock stage d and not the device.

Manufacturer narrative:
Placement signal issue: since neither product nor data logs were available for investigation, the cause of the placement signal issue could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the pump connected and started, alarm showed as " placement signal not reliable " with stable waveform and motor current. The alarm stayed for 20 minutes and went away by itself.